Event description:
It was reported that the insulin pump had an unresponsive keypad after the customer had fallen into a pool with the insulin pump. The caller stated that the insulin pump had been exposed to moisture from the pool water and attempted to dry the device. The blood glucose reading was 80 mg/dl. The caller observed fluid under the device's display as well. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive escape, act and down buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip sot, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.